Event description:
A falsely elevated troponin I result of 9.15 ng/ml was obtained on a patient sample. The result was not reported to the physician. The test was repeated and a result of 0.13 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of instrument data includes that the falsely elevated troponin I result was most likely caused by a pre-analytical handling issue.

Manufacturer narrative:
No further evaluation of the device is required. Use error - instrument data indicates that the falsely elevated troponin I result was most likely caused by a pre-analytical handling issue. Clogging of the cannula may cause falsely elevated troponin I I results. The reagent IFU contains the following statement: to prevent clogging of the cannula, gently invert tube 4-5 times to ensure uniform re-suspension of red cells before placing whole blood tube in cannula. The instrument was inspected by a dade behring, inc. Field service representative and the instrument is performing within specifications.